Event description:
While visiting a (B)(6) female pt, a pt service representative contacted zoll customer support to report that the pt's electrode belt connector was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) was confirmed. Upon evaluation, trunk cable connector housing was broken and the nut was missing. In addition the distribution node (dn) to ECG b cable was cut, causing damage to the wires in the cable. The root cause for the damaged connector and cables cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.